Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system, general purpose operating system, system interface board and hard drive were replaced, and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed a communication error message and intermittently would not boot up. There is no report of pt injury associated with this event.